Manufacturer narrative:
Unit passed displacement test, it failed self test returning an unexpected hardware low level failure alarm. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No device heating issues were noted during testing.

Event description:
Customer reported via phone call that insulin pump was too hot to touch. Blood glucose value at the time of incident was unknown. Insulin pump will be returned for analysis.